Event description:
It was reported that during an in-clinic follow-up, back-up vvi was noted on a patient's pacemaker (pm). Device restoration was successfully performed, and the pm remains implanted. There were no patient consequences.